Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-pm injector and plunger on the injector overrode the lens and tore the lens. The reporter stated that the surgeon enlarged the incision after the damaged lens removed to put another competitor lens in with forceps. No suture required.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a lot number work order search was performed for the injector and no similar complaints were found within the search.